Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The o2 hose was damaged. The problem was solved by replacing the o2 hose. The provided pictures confirmed the reported problem. The o2 hose is a getinge product. No parts were returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
It was reported that the o2 hose connected to the ventilator's o2 inlet was leaking. There was no patient harm. Manufacturer's ref.#: (B)(4).